Event description:
The nurse indicated that the allegation of premature depletion was made in error and that the battery life is appropriate given the time of implant.

Event description:
It was reported that the medial professional was surprised how quickly the patient's battery was depleting. Device history records were reviewed, the device was not laser routed and there were no nonconformities prior to distribution. No additional relevant information has been received to date.